Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report# 1627487-2017-05193 it was reported patient experienced discomfort due to lead migration. Subsequently, surgical intervention was undertaken wherein the portion of the lead which was causing discomfort was cut and removed. Reportedly the issue of discomfort is resolved.